Event description:
It was reported that during a sigmoidectomy procedure, the first clip ejected when the trigger was grasped to feed the clip into the jaw outside the patient. As the trigger was grasped again, the next clip was fed into the jaw properly. Therefore, the device was used. However, the clip ejected at about 10th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.